Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of an unresponsive stylus and the presence of a beeping noise when device was turned on. The xy for the printed circuit board was replaced as was the speaker assembly as a preventive measure. It was additionally noted that the paper guide was missing and the lower hinges were worn and both were replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unresponsive to the stylus touch pen and it was additionally noted that multiple pens have been tried. It was further reported that the programmer makes a beeping noise consistently when turned on. The programmer was returned for service. There was no patient involvement.